Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with an ams elevate mesh implant, anterior/posterior colporrhaphy with enterocele repair, and perineoplasty, hysteropexy due to utero-vaginal prolapse, cystocele/enterocele/rectocele, and perineal defect/perineocele. The patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent remeex mid-urethral sling procedure and cysto-urethroscopy on (B)(6) 2009 due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).